Event description:
It was reported that a pump was experiencing frequent error messages interrupting pump therapy. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting.